Event description:
The customer reported failure to discharge.

Manufacturer narrative:
The customer reported a failure to discharge. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.